Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) triggered an atrial arrhythmia burden alert. Intermittent atrial undersensing was observed, as well as low amplitude. The atrial arrhythmia burden alert was reprogrammed. Further review was recommended by technical services (ts). No adverse patient effects were reported. This device remains in service.